Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading 58, but blood glucose value was 127 mg/dl. The customer was advised about insertion and calibration best practices. Blood glucose at the time of the call was 120 mg/dl. Sensor glucose at the time of the call was 97. The sensor will not be returned for analysis.